Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a patient with saddle pulmonary embolism of the pulmonary artery with contraindication to anticoagulation medication had a vena cava filter deployed. Approximately three months post filter deployment, the patient presented for a pre-op visit for a filter retrieval procedure. Approximately ten months post filter deployment, the patient presented for a consultation which noted a filter retrieval attempt made, but was unsuccessful. Approximately two years post filter deployment, the patient had a CT scan of the abdomen pelvis noting that the vena cava filter was placed intrarenally below the renal veins and that several filter limbs were noted to be extra-luminal. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately ten months post filter deployment, during a consultation for filter removal, it was noted that a filter retrieval attempt was unsuccessful. The note did not provide further information as to why the retrieval attempt was unsuccessful. Approximately two years post filter deployment, the patient had a CT scan of the abdomen pelvis noting that the vena cava filter was placed intrarenally below the renal veins and that several filter limbs were noted to be extra-luminal. Therefore, based on the provided medical records, the investigation is confirmed for the perforation of the ivc wall. However, the investigation is inconclusive for the alleged retrieval difficulties as the provided medical records do not contain information on how the supposed retrieval attempt was unsuccessful. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs were extraluminal and that the filter could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a patient with saddle pulmonary embolism of the pulmonary artery with contraindication to anticoagulation medication had a vena cava filter deployed. Approximately three months post filter deployment, the patient presented for a pre-op visit for a filter retrieval procedure. Approximately ten months post filter deployment, the patient presented for a consultation which noted a filter retrieval attempt made, but was unsuccessful. Approximately two years post filter deployment, the patient had a CT scan of the abdomen pelvis noting that the vena cava filter was placed infrarenally below the renal veins and that several filter limbs were noted to be extra-luminal. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs were extraluminal and that the filter could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.